Manufacturer narrative:
Investigation details: the quality control raw report was reviewed by orthocare tss, and it was identified that for antibody screen test profile, albaqc vials 2 and 3 had qc testing complete. Level 2 had 2 runs completed and accepted and level 3 had 1 run completed and accepted; however, the software did not prompt for quality control for the absent level 1. Customer successfully repeated qc testing of all 3 levels for antibody screen (abs) the following day and repeated testing of the 3 patient samples tested the day prior. Additional review of column grade reports retrieved from econn identified all 3 vials had been run in triplicate. During the first run, vial 3 flagged as tfc, and all 3 levels were rejected and repeated a second time. With the second run, the vision software automatically accepted level 2 while levels 1 and 3 were rejected for result flagging. The third run of the qc material produced acceptable results for levels 1 and 2, which were automatically accepted, but level 3 was again rejected. These findings corroborate level 2 displaying twice on the qc raw report and level 1 displaying once. Patient sample reports reviewed. For the samples tested following only two levels of qc had been accepted, the qc expires field has no entry, but there is no further notification/flagging that qc had not been run completely. When compared to the reports from the day which had all three levels of qc completed successfully for abs, these reports all show qc expires entry of the following day. Tss verified customer qc settings. Mbc qc is enabled as expected when using albaqchek material for qc. Customer also has the mbc qc managed profile run anyway setting set to no. This should have caused the instrument to not allow patient testing without all qc properly performed. The assignable cause is unknown. No general product failure is identified. No incorrect or erroneous results were reported. There was no reported harm to any patient/donor.

Event description:
(B)(4). Customer contacted ortho technical solutions center to report an issue with the quality control (qc) sample results marked as passed on (B)(6) 2022, although all three levels had not been accepted. Customer utilizes albaqc samples 1, 2 and 3 to perform antibody screen qc testing. Upon completion of qc, the qc report showed two entries for level 2 and one for level 3. Level 1 had no entries. Level 1 would include testing for anti-d (positive) and anti-little c (negative). No flags were posted by the software indicating all three levels were not run and the customer proceeded to process 3 patient samples whose results were subsequently released to the clinicians. The missing qc level was discovered the following day, (B)(6) 2022. The three levels of qc were successfully processed and accepted on (B)(6) 2022, and all three patient samples were repeated. No discrepancies noted. Complainant/complaint. Reporter: (B)(6). Date of event: (B)(6) 2022; reported: (B)(6) 2022 to orthocare technical support. Vision 50002729, installed: (B)(6) 2017; software version: 5.13.2 reagents: albaqc vials 1,2,3 (lot information not provided) no biased results had been obtained when repeated; therefore, no biased results were reported to physicians. The customer confirmed that no patients/donors were harmed.